Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation during left ventricular (lv) lead threshold testing. The output of the lv lead was reduced and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that while the programming changes eliminated the diaphragmatic stimulation for a time, the stimulation has now returned. It was also reported that lv lead capture management had previously been deactivated. The lv lead was reprogrammed again and remains in use.